Manufacturer narrative:
The complaint of external catheter breakage is confirmed. No evidence of a mfg defect was identified. The broken, irregular edges and rough uneven veneer on the components of the complaint sample contain characteristic traits that are typical of a tensile break. According to the incident questionnaire the device had been in place for approx 2 months prior to the complaint incident. The specific mechanism of damage to the catheter is undetermined at this time. A lhr of reuh0656 showed no other similar product complaint(s) from this lot number.

Event description:
The hemosplit catheter cracked in half near the cuff.